Manufacturer narrative:
Additional information provided. The company service representative examined the system and was able to replicate the reported event. The fluidics mechanism was replaced, after discovering a nonconforming vent valve. Unrelated to the reported event, the company service representative found four nonconforming components (IV pole hook, ac power cord, console base, and console base caster). The company service representative replaced all four components, along with a 3v lithium battery as preventive maintenance (pm). The system was then tested and met all product specifications. The fluidics mechanism was received and a visual assessment of the returned sample revealed no nonconformities. The returned sample was installed into a calibrated system, and a test cassette was successfully primed five times. Additionally, the aspiration pressure sensor (aps) and irrigation sensor pressure (ips) values were found to be within specifications. The returned sample was found to meet specifications. The system was manufactured on june 29, 2006. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, in the right eye, poor suction occurred during irrigation aspiration. The cassette was exchanged. During prime of the new cassette, a system advisory displayed. The surgeon indicated the vacuum pressure did not rise at all. The system was switched out to complete the case. There was no patient harm.